Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: qty of product involved: 1 => 5 qty to be returned: 1 => 5 are there photos available for visual analysis? =>no photos are available. Procedure name? =>no further information is available. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. =>we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00152, 2210968-2022-00153, 2210968-2022-00155, and 2210968-2022-00156.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Prior to use on the patient, when checking the sutures after the package was opened, a monofilament appeared to be mixed in the product. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 02/23/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: a sample of product code j774 was returned for analysis with the packaging opened. In order to evaluate the conditions of the returned sample, the paper lid was removed from winding former and and no defects were detected. The swage and attachment area were noted to be as expected in all needles. The sutures were dispensed without problems and examined along of the strand to detect any issue related to incorrect component or monofilament suture and no issues were observed during evaluation, the sutures belong to vicryl suture, braided, violet color, length 18", diameter 3-0 with a needle sh, taper point, wire size 24 mil, correct for the product code j774. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: qty of product involved: 1 => 5 qty to be returned: 1 => 5 are there photos available for visual analysis? =>no photos are available. Procedure name? =>no further information is available. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. =>we regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-00152, 2210968-2022-00153, 2210968-2022-00155, and 2210968-2022-00156.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Prior to use on the patient, when checking the sutures after the package was opened, a monofilament appeared to be mixed in the product. There were no patient consequences reported. Additional information was requested.